Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the staple line complete and the cut line stopped half way (cutting issue)? Or, did the cut line and staple line stop at approximately the same place when the device locked (partial fire)? Response received: when firing the stapler it locked and as a precaution, the surgeon decided to replace the load. The load has not cut nor stapled tissue. The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. In addition, the gripping surface was broken off. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The device was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a gastroplasty for morbid obesity - open procedure, when the surgeon was performing the first stapling with the stapler with reload, he noted that the blade started to run but before reaching halfway it locked. As a precaution, the surgeon opted to replace the reload and stopped the stapling. After replacing the reload, the procedure continued without other occurrence. The sales rep. Informed that there was no damage to the patient.